Manufacturer narrative:
(B)(4).

Manufacturer narrative:
According to the implant registration card (irc) forwarded on 01/24/2017, a (B)(6) female patient received an on-x aortic heart valve with conform sewing ring ¿ 23mm (onxace-23, sn (B)(4)) on (B)(6) 2014 and required explant on (B)(6) 2017 and subsequent replacement with on-x ascending aortic prosthesis ¿ 27/29mm (onxaap-27/29 sn (B)(4)).  Attempts to obtain additional clarifying information (including operative notes) from the hospital regarding the reported event were unsuccessful. Should additional information become available it will be evaluated.   The manufacturing records for the onxace-23, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. The onxace-23  (sn (B)(4)) implanted (B)(6) 2017 in the aortic position. Same patient implanted with onxaap-27/29 (sn (B)(4)). Irc for the latter case was incomplete, but date of surgery estimated for early (B)(6) 2017 based upon sales records. This would make first valve in position for approximately 2.6 years. The second valve model, i.e. The ascending aortic prosthesis, is unique to the aortic position, so the first valve was explanted and replaced by this valve conduit. The reason for the replacement is not given, but because a conduit was included, deterioration of the aorta root is likely, either as primary or secondary to the need for replacement. Without further information, it is unknown what, if any relationship the first valve has to the need for its own replacement. The instructions for use (IFU) state the possibility of replacement due to complications, but in this case, we don¿t have any supporting documentation concerning the precipitating complication. The explanted valve was not returned for analysis. The on-x heart valve IFU lists the following potential adverse events: angina, cardiac arrhythmia, endocarditis, heart failure, hemolysis, hemolytic anemia, hemorrhage, myocardial infraction, prosthesis leaflet entrapment (impingement), prosthesis nonstructural dysfunction, prosthesis pannus. It is possible that these complications could lead to: reoperation and/or explantation; however, there is insufficient information to determine the risk.  This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
Implant recovery card indicated that a (B)(6) female received onxace 23 (sn(B)(4)) on (B)(6) 2014 and required explant on (B)(6) 2017 and subsequent replacement with onxaap 27/29 (sn (B)(4)).

Manufacturer narrative:
Definitive date of intervention unknown but estimated for early (B)(6) 2017.   According to the implant registration card (irc) and field assurance notification form a (B)(6) female patient received an on-x aortic heart valve with conform sewing ring and extended holder ¿ 23mm (onxace-23, sn (B)(4)) on (B)(6) 2014 and required explant and subsequent replacement with on-x ascending aortic prosthesis ¿ 27/29mm (onxaap-27/29 sn (B)(4)).  Definitive date of intervention unknown but estimated for early (B)(6) 2017 based upon receipt of irc 01/23/2017.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant recovery card indicated that a (B)(6) female received onxace 23 (sn(B)(4)) on (B)(6) 2014 and required explant on (B)(6) 2017 and subsequent replacement with onxaap 27/29 (sn (B)(4)).